Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services to inquire about impedance changes on the patient's leads. The right atrial (ra) lead exhibited rising/high pacing impedance. The right ventricular (rv) lead displayed rising/high pacing impedance along with a rising threshold. The ahp indicated that both leads test out to show normal pacing and sensing operation with no sign of oversensing, and it was noted that both impedance increases as being a slow gradual steady chronic rise. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for high pacing impedance and exhibited high thresholds. As well, the right atrial (ra) lead triggered an alert for high pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.